Event description:
It was reported that a customer experienced high blood glucose of 406 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion set. The customer was advised that the problem might be a site related or set occlusion issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.